Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the jostent graftmaster stent was going to be used to seal a perforation in the mid lad; however, the stent came off of the balloon and was retrieved by snaring. The perforation was sealed with protamine. No additional event or pt info is available.

Manufacturer narrative:
.